Event description:
Colectomy - "grasping omentum and grasper would not unlock. There are 4 more pairs being returned in this lot number. The remaining 7 pairs have been used without incident." Pt status : "cleared".

Manufacturer narrative:
The incident device anticipating return follow up will be provided within 30 days or upon completion of investigation.